Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connector was repaired during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication failure error message which resulted in the fluoro and cine functions not working. There is no report of injury or death associated with the event described in this complaint.